Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other proglide device referenced is filed under a separate manufacturing report number.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with two proglide devices, using a pre-close technique, with an 8f sheath prior to a transcatheter aortic valve replacement (tavr) procedure. The suture of the first proglide device was successfully preplaced. Reportedly, after deployment, the second proglide device was difficult to remove. The device was manipulated and removed. A guide wire was re-inserted before the device was removed and an 8f sheath was placed. Bleeding occurred. Angiography revealed the sheath was not in the artery, arterial access was lost. A cut down was performed that revealed a large opening in the artery. A 20f sheath was placed. After the tavr procedure the artery was repaired using a patch and hemostasis was achieved. There was no reported adverse patient sequela. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The investigation determined the reported patient effects and treatment appear to be related to circumstances of the procedure. The patient effects of hemorrhage and tissue damage and the treatment of surgical exposure are listed in the perclose proglide instructions for use as potential adverse events of use of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to manufacture, design or labeling.